Manufacturer narrative:
Test strip lot # unknown. Control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Not returned to manufacturer.

Event description:
Consumer's daughter called in reporting a bg reading of "hi" this morning. According to the consumer, she performed a blood glucose test on (B)(6) 2015 at 0:22 am getting a result of "hi" (greater than 600 mg/dl) on her blood glucose meter. The consumer administered an extra 10 units of insulin based on that result. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The test strips are unknown because the consumer transfers her test strips from the original vial to a 'pouch'. The consumer was educated on the directions for use at the time of call.